Manufacturer narrative:
(B)(4). The sample was discarded and the lot number is unknown therefore no evaluation was performed. Should a sample be received and evaluated, a follow up report will be submitted. This is report 3 of 4 related to this incident.

Manufacturer narrative:
(B)(4). A batch review of potentially associated lot, 0e17h25 was performed with no issues noted during the manufacturing process. The root cause of this incident was undetermined. Baxter has received similar reports for the reported condition. The root cause investigation is in progress. This is the third of four reports associated with this event.

Event description:
Initially, a customer contacted baxter's technical service center regarding the home choice (hc) alarm. The alarm was resolved. During follow up with the patient on (B)(6) 2010, the patient stated the cause of the slow flow was related to fibrin. The catheter was replaced. The patient indicated he was just getting over an infection. The nurse had given the patient heparin for the fibrin. During follow up with the facility nurse on (B)(6) 2010, the patient infection was confirmed as peritonitis. It is unknown what labs were performed. It is unknown what interventions were required. During a follow up call on (B)(4) 2010, the facility administrative assistant indicated that this was a recurring episode of peritonitis which initially was diagnosed on (B)(6) 2010. The patient was not hospitalized. Unknown labs and cultures were performed. The results are unknown. The patient was treated with unknown antibiotics. The patient was placed on hemodialysis on or about (B)(6) 2010 and remains on hemodialysis currently. The peritonitis is resolving. The causality of the peritonitis is unrelated to baxter products or solutions.